Manufacturer narrative:
G4: 01sep2020, b4: 01sep2020. The customer did not accept the quote for service/repair. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
It was reported that the ventilator's oxygen hose has a leak. There was no patient involvement. The customer was provided with a quote for service repair.